Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received low potassium results and repeated testing for 65 samples on the integra 800. Of the data provided, the potassium results for 21 samples were discrepant. All results are in mmol/l. Sample 1 initial result was 2.8, repeat result was 3.8. Sample 2 initial result was 2.1, repeat result was 3.1. Sample 3 initial result was 3.3, repeat result was 4.1. Sample 4 initial result was 3.2, repeat result was 4.1. Sample 5 initial result was 2.8, repeat result was 3.7. Sample 6 initial result was 3.1, repeat result was 4.0. Sample 7 initial result was 3.3, repeat result was 4.1. Sample 8 initial result was 4.4, repeat result was 5.3. Sample 9 initial result was 3.4, repeat result was 4.0. Sample 10 initial result was 2.9, repeat result was 3.8. Sample 11 initial result was 2.7, repeat result was 3.3. Sample 12 initial result was 3.6, repeat result was 4.6. Sample 13 initial result was 4.2, repeat result was 5.2. Sample 14 initial result was 2.9, repeat result was 3.8. Sample 15 initial result was 3.2, repeat result was 4.1. Sample 16 initial result was 4.5, repeat result was 5.5. Sample 17 initial result was 4.6, repeat result was 5.6. Sample 18 initial result was 3.3, repeat result was 4.2. Sample 19 initial result was 3.1, repeat result was 4.1. Sample 20 initial result was 4.1, repeat result was 5.0. Sample 21 initial result was 2.7, repeat result was 3.7. The discrepant results were reported. Eleven patients were treated with potassium due to the initial low results. The user did not know the patients current conditions, but stated none were adversely affected. The lot number of the potassium electrode was not provided. The field service representative could not determine a cause. He checked the instrument and verified the analyzer operation by performing precision and accuracy checks. The field application specialist was unable to determine an exact cause. There were analyzer alarms at the time of the event and a sample clot may have caused an issue with the ise flowpath. The user cleaned the sample probes, ise sipper probe and cell rinse nozzles. The analyzer operation was verified with ise calibration and qc with all results within specification.